Event description:
Non-integration. The implants failed to osseointegrate into the bone, resulting in implant failure and the components coming out of the bone. Tried to get the placement date, but the assistant did not know or have the information.

Event description:
Non-integration. The implants failed to osseointegrate into the bone, resulting in implant failure and the components coming out of the bone. Tried to get the placement date, but the assistant did not know or have the information.